Event description:
A malfunction was reported on the pump. Customer¿s blood glucose (bg) level was 200 mg/dl. The customer was provided with pump reset information by technical support and successfully reset the pump, after which the issue did not recur. The customer understood the instructions to contact technical support if the malfunction code reappears, and continued to use the pump.